Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance and sensor passed per specifications. Performed a test and sensor failed per specification due to high readings. See attached file for details.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 126 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. The customer performed troubleshooting, and after removing the sensor found the cannula was straight. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor was replaced and will be returned for analysis.